Event description:
It was reported that the insulin pump stopped working after changing the battery. No blood glucose reading provided. Troubleshooting was done. Customer stated this was second occurrence of off no power in less than 24 hours after low battery warning. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Blank display due to corroded battery cap contact. However pump passed the operating currents test. No unexpected off no power alarm noted. Pump received with cracked display window corner, reservoir tube lip and scratched liquid crystal window.